Manufacturer narrative:
Not returned to manufacturer.

Event description:
Revision - after completing surgery the glenoid fractured. We had to go back in and put different components in that were different lengths.